Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt failed incoming functional testing. The cause for the failure was isolated to physically damaged component esd700. The physically damaged component shorted can l to ground. The cause of the failure is a physically damaged which shorted the can l to ground. The root cause of the damaged component was unable to be positively identified. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.